Manufacturer narrative:
The suspected imaging system viewing station computer server was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Additional information: manufacturing date updated.

Manufacturer narrative:
Additional information: additional information received reported there was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. (B)(6). Number of persons exposed: 1 number of persons adversely affected: 0 actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
On (B)(6) 2017 a medtronic field service engineer visited the site and replaced the mobile view station (mvs) computer. Replaced mvs computer. Completed 5 navigated 3d scans and multiple 2d exposures without issue. System is fully functional after repair.

Event description:
A site radiology tech called to report that during a spine surgery, the anterior portion of the 3d reconstruction did not load in the 3d model of the o-arm scan. When going through the exam all of the information was there and they were not missing any slices. When loading the 3d model on the mvs (mobile viewing station) they were missing portions. Rebooting did not resolve the issue, but the second attempt to load resulted in more of the 3d model being present. Site had to re-position the patient and took a second spin. Second spin was better, but still was not optimal. They sent the image to the globus excelsius robot and continued with the surgery. No harm to the patient occurred.